Manufacturer narrative:
Correction information: f7: follow up #01. F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect impact code: 2199 no health consequences or impact. Component code: 4768 coating material. Summary: the investigation result is that it is considered that the ift(insertion flexible tubing) is deteriorated due to deterioration over time. The meditop has replaced ift of this endoscope. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical received a report for an event which occurred in operating room during use in (B)(6). The report stated "scope eb-1570k had problem on patient case. It was serious case because the piece of broken off insertion flexible tube(ift) that had entered the patient's airway" involving the pentax medical bronchoscope, model eb-1570k, serial number (B)(4). Pentax apac obtained the following information and documented it within the complaint file. The endoscope passed commissioning testing at the hospital before use on patients. They also noted that the endoscope passed inspection at the (B)(4) workshop(distributor), which included leak testing, video test and lcb check. The doctor performed foreign particle removal procedure. The bronchoscope was not returned to pentax medical for evaluation. The (B)(4) (distributor) has replaced the insertion flexible tube(ift) of the bronchoscope. The investigation is in-process as of 29-jan-2020.